Manufacturer narrative:
This is a duplicate of report 1016427-2018-01520 as the system generated another report an error and this report could not be canceled due to system limitations. Please refer to FDA report 1016427-2018-01520 for actual event.

Event description:
During use, it was reported that the 3.0 x 28mm elunir stent delivery system (sds) would not cross the lesion. The stent dislodged from the balloon and a unknown balloon was advance to the lesion to deploy the elunir stent. There was no patient injury. The procedure was completed successfully. The first 3.0 x 28mm elunir sds would not cross the mid right coronary artery (rca). After repeated attempts to cross the lesion, the elunir sds was retracted back into the competitor's 6f guide catheter. Then it was noted that the elunir stent slipped off the stent delivery balloon and the stent remained in the guide catheter. The sds was removed out of the guide and a 1.5 unknown balloon was advanced over the .014 competitor's guide wire and through the undeployed elunir. The elunir was repositioned in the proximal rca and deployed using the 1.5 unknown balloon. A 2.0 and 3.0 nc unknown balloon were used to further dilate the elunir. Once the stent was well apposed to the vessel wall the physician used a 3.0 x 24mm elunir distal to the 1st and 3.0 x 20mm elunir proximal. There was no excess force used during prep. There was no difficulty removing the device from the packaging. There was no resistance/friction while inserting or retracting the balloon through the guide catheter. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was stored on a cart for a few days. The device is available for analysis. No other information was provided.